Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, an increased airstream temperature (high temperature alarm) condition was found in the device's downloaded error log. The ventilator's blower motor was replaced to address the issue.